Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sigmoid resection procedure. The patient had extensive diverticular disease. The circular stapler cartridge was inserted transanally and slightly tore the tissue on the rectum. The stapler was being used to perform the anastomosis. The patient was diverted to ileostomy. The procedure was converted to open due to the device problem. The incision was extended by more than one inch. In order to resolve the issue and complete the case, over sewed anastomosis to reinforce it. A leak test was performed and was negative. The anvil could be tilted after firing, the anvil was not bent, and the stapler sizers were used. The patient outcome is alive, no injury.